Manufacturer narrative:
Product event summary: analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high.

Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The lead was removed and a new lead was implanted. It was further reported that the device was replaced due to premature battery depletion. The battery longevity was less than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.